Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer cleaned the speaker holes and cleared the alarm. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 131 mg/dl. Reportedly, customer continued using pump for insulin therapy.